Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic hernia procedure. There were no issues with the absorbing tacking device during the first procedure. As months goes by the surgeon realized that the patient was not improving. The surgeon stated that the tacker did not fix the mesh during the first procedure. There was a medical or surgical intervention required to prevent a permanent impairment of a function. There was no second operation, it was reconvened via open. Later, the tackers fixed well, it seems that it broke the mesh according to the surgeon. The patient's status is fine.